Event description:
Edwards learned of an aortic bioprosthetic valve that required valve in valve intervention after an unknown duration for unknown reasons. Patient was noted to have a trace perivalvular leak. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the re-operation of this valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly (B)(4) and if action is required, appropriate investigation will be performed. Additional information will be reported if received.